Manufacturer narrative:
The device was returned; however, customer allegation was not confirmed. Water removal ability was insufficient due to clogging of nozzle. The device exhibited low angulation and heavy knob. The universal cord had a dent. The light guide lens was chipped. The insulation of the insertion tube was failed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope exhibited auxiliary water supply issues. The device was returned and an evaluation revealed presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to add h4, and to correct d9 (added date returned). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material that could not be removed. The specific material could not be identified. Additionally, the cause for the clog could not be specified. An attempt was made to obtain addition information regarding the user's reprocessing methods and device handling but no information was provided. It was only noted that all french customers follow the national regulation/requirements for flexible endoscopes, which follows the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information from customer. Please see updates to b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was further reported, the "auxiliary water supply issue" occurred after a colonoscopy procedure.